Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error more than once in the past thirty days. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field service. No further information was provided.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. The deviced was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.